Event description:
Patient reported event noted after injection with an unspecified juvederm voluma in the nose they noted itchiness and pus at the injection site. Per the patient, the healthcare professional believed that the patient had necrosis. Antibiotics were prescribed; patient assumes that the symptom occurred because they did not take the antibiotics as prescribed. The patient noted after taking the prescribed antibiotics, the symptoms got better.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event of "pruritus, drainage and necrosis injection site" are a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling: undesirable effects - the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include but are not limited to: inflammatory reactions (redness, oedema, erythema, etc.) Which can occur simultaneously with itching or pain on pressure, can appear after the injection. Cases of necrosis in the glabellar region, abscesses, granuloma, and immediate or delayed hypersensitivity after hyaluronic acid and/or lidocaine injections have been reported. It is; therefore, advisable to take these potential risks into account.